Event description:
It was reported that the patient had her neurostimulator relocated to the other side of her body due to pocket pain at the original implant site. When the patient tried to turn the device on after surgery she received a power on reset [por] message. Additional information had been requested, a follow-up report will be sent as additional information has been received.

Manufacturer narrative:
Lead: model 3093-33, (B)(4), implanted: (B)(6) 2010, explanted: na; programmer: model 3037, (B)(4).